Event description:
It was reported that there was high/unstable/unmeasurable thresholds, no capture, low impedance and undersensing on the right atrial lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis. Further testing revealed blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.